Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible.

Event description:
The following information was reported to gore: on (B)(6) 2012, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (pxt261412 and pxc201200). Two endurant legs were additionally implanted to the ipsilateral side. The patient tolerated the procedure. On (B)(6) 2020, the patient underwent an additional procedure to treat a type ib endoleak of the ipsilateral endurant legs. A gore® excluder® aaa endoprosthesis (plc271200j) was added in the ipsilateral side. On (B)(6) 2022, the patient underwent an additional procedure as the left (ipsilateral) type ib endoleak was confirmed to remain. Two contralateral legs (plc141400j and plc141200j) were implanted into the left side and the treatment area was extended to the external iliac artery. Also, the left internal iliac artery was coil-embolized. The patient tolerated the procedure. A minor type ib endoleak of the contralateral excluder leg was also found, and an additional procedure was planned for it. The reporting physician commented as follows: during the initial procedure, the ipsilateral leg seemed to be undersized but preserving internal iliac artery was prioritized. The additional procedure in 2020 was performed in the same strategy. Therefore, type ib endoleak was not surprised.